Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum after giving the child a venipuncture on (B)(6) 2025, when the steel needle was removed, the indwelling needle isolation plug leaked blood, potentially posing a risk of venous infection. The indwelling needle was immediately removed and a replacement indwelling needle was given to reintroduce the IV without further blood leakage.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Summary 1. No samples and photos will be returned. 2. Production record check lot#4081466 1) this batch of products will be assembled in jingma automatic line 2 in may 2024, and packaged in cfs packaging line in april 2024. The number of work orders is (B)(6) pieces; 2) isolated plug incoming inspection, no abnormal appearance and size, in line with the requirements of incoming inspection specifications; 3) 400 leakage tests in process testing and 32 leakage tests in shipment testing, the test results are in line with product standards; 4) in the production process, there is no conformity, deviation or rework behavior; 5) isolation plug assembly equipment without abnormal maintenance. 3. Cause investigation: 1) the retained sample of this batch was taken for related tests: 800mm simulated clinical leakage test. The test passed, and no leakage was found at the isolation plug. Conclusion: no abnormality was found in the product manufacturing process, and all test results were in line with the requirements of the product specification. No similar complaints were received from other hospitals about this batch of products.

Event description:
No additional information provided.